Manufacturer narrative:
Flow sensor cannot be calibrated. The inspiratory valve assembly has been identified to be the faulty component. The issue was solved by replacing the inspiratory valve assembly.

Event description:
Hamilton medical ag received the following event description : ppat zero cannot adjust to with in range. Replace the inspiratory valve assembly.